Manufacturer narrative:
The technician found the brakes wouldn't hold after being engaged. He replaced the bearings in the cable block assembly to repair the bed.

Event description:
The account stated that the bed's brakes were not working.